Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, one pause episode was observed due to a loss of a sensing. Further information was requested but not yet available. The patient was in stable condition.

Event description:
Additional information received indicated episodes of undersensing and the issue was resolved by reprogramming the device.